Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
When the device, first coil, was deployed into the unruptured left posterior communicating artery aneurysm, it ruptured. The coil was implanted along with a further two coils. The physician then stopped coiling the aneurysm and a ventriculostomy was placed. There is no further information as to the current condition of the patient.

Event description:
When the device, first coil, was deployed into the unruptured left posterior communicating artery aneurysm, it ruptured. The coil was implanted along with a further two coils. The physician then stopped coiling the aneurysm and a ventriculostomy was placed. There is no further information as to the current condition of the patient.